Manufacturer narrative:
Corrected field: h1 (type of reportable event) update to serious injury corrected field: b5 (problem description) information was updated if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this device delivered 6 inappropriate anti-tachycardia pacing (atp) therapies and 1 tachy shock due to an episode of atrial driven arrhythmia. This reoccurred outside of an isolated episode and therapy was not exhausted. The patient was admitted to hospital due to this issue, the device was reprogrammed and medical intervention was given as corrective actions. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation would be updated should further information be provided.

Event description:
It was reported that this device delivered 3 inappropriate anti-tachycardia pacing (atp) and 1 tachy shock due to an episode of atrial driven arrhythmia. This reoccurred outside of an isolated episode and therapy was not exhausted. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this device delivered 6 inappropriate anti-tachycardia pacing (atp) therapies and 1 tachy shock due to an episode of atrial driven arrhythmia. This reoccurred outside of an isolated episode and therapy was not exhausted. The patient was admitted to hospital due to this issue, the device was reprogrammed and medical intervention was given as corrective actions. This device remained in service and no additional adverse patient effects were reported. Eventually, this device was explanted due to therapy upgrade and was returned for analysis.

Manufacturer narrative:
Corrected field: h1 (type of reportable event) update to serious injury corrected field: b5 (problem description) information was updated if information is provided in the future, a supplemental report will be issued. B2 field (outcome attributed to adverse events) was updated upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable.